Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that all of the keypad buttons were under-responsive. It was noted that the keypad was torn/punctured and missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: evaluation revealed that the keypad was peeling off the pump. The complaint of all of the keypad buttons being under responsive was not duplicated during testing. All keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, the audio bolus button was found to be unresponsive. There was no damage to the audio bolus button observed. Also unrelated to the complaint, investigation revealed a dim display with discolored text and the o-ring on the battery cap was missing. The returned battery cap was able to tighten securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.